Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately erratic when comparing results taken one after another. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the evening of (B)(6) 2012. The patient manages his diabetes with lantus insulin (35 units), metformin pills (850 mg 3x daily) and glipizide pills (5 mg 2x daily). The patient denied making changes to his usual diabetes management routine. The patient reported blood glucose results of "166 and 81 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. That same evening, the patient claims he felt symptoms of shaky, sweaty, blurry vision and rapid heartbeats. The patient treated self with food and/ or drank a beverage. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.